Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the foam tip plunger overrode and tore lens. The foam tip of the plunger also tore. There was no patient injury. The reporter stated that the cause of the torn lens was the foam tip plunger.

Manufacturer narrative:
H6: evaluation method: foam tip plunger lot number search. Results: a foam tip plunger lot number search was performed and no similar complaint was found.